Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak is unconfirmed. The secondary endovascular procedure (reline and right internal iliac coiling) on 04/02/2021 is confirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged on the second post-operative day and home stable following an endovascular repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g1/g2: contact office - name has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent system. Approximately two (2) years post initial procedure, the patient presented at routine follow-up with a type ib endoleak and aneurysm enlargement (unknown diameter). The physician elected to treat the patient by implanting an additional afx limb stent graft on (B)(6) 2017. Reference MFR. Report # 2031527-208-0021 for the reported event. Now another three and a half (3.5) years later, the patient presented with a torn graft (classified as a type iiib endoleak) of the bifurcated stent graft. The physician treated by implanting a gore (non-endologix) excluder device on (B)(6) 2021. The patient is reportedly in good condition.